Manufacturer narrative:
Initial and final MDR 1912643 - MDR 3003442380-2024-14467 - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced 4 infusion set cannula kinked events on 03-may-2024. The events occurred within 3 hours of insertion. The inserion site was at the abdomen. The blood glucose level was 12- 13 mmol/l at the time of events. The patient replaced infusion sets and resumed insulin deliveries successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.